Manufacturer narrative:
(B)(4). It was discovered that this is a duplicate of MDR# 9680794-2023-00545 submitted on 27-july-2023; therefore, this MDR should be retracted.

Event description:
It was reported "cvc guide wire broke during procedure". No patient injury. The patient's current condition is reported as "unknown". Unable to receive additional information for this report. No further complaint details available.

Event description:
It was reported "cvc guide wire broke during procedure". No patient injury. The patient's current condition is reported as "unknown". Unable to receive additional information for this report. No further complaint details available.

Manufacturer narrative:
(B)(4)